Event description:
Medtronic received information that following the implant of this mechanical mitral heart valve, a transesophageal echocardiogram showed severe mitral regurgitation. The physician reported the valve leaflet discs did not appear to close completely. As the valve was explanted, the physician confirmed there was no native tissue impinging on the mechanical valve. The valve was re-implanted, and the leaflet discs appeared not to close completely, resulting in regurgitation. The physician again indicated there was nothing impinging or obstructing the leaflets. The valve was explanted and replaced with a non-medtronic product in the same size. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record of this valve was reviewed and no anomalies were noted that would have impacted this event. There is no clear indication of what caused the defect or whether it occurred during manufacturing or during implant/explant. As a review of the device history records showed no evidence of non-conformances or reworks, and since all carbon components are inspected for scratch marks under a microscope, it is likely that this occurred during handling of the valve during explant. The scuff marks would not have contributed to leaflet motion issues. A small chipout also was noted, which appears to have occurred during the explant process. All dimensions and measurements met specifications.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the device carbon subassembly was cleaned and dried. The leaflets were fully mobile. Examination of the sewing cuff found it met specification for stitching and back-stitching. Two (2) scuffs were found on the orifice, located on the inner diameter along the major radius. There is no clear indication of what caused the defect or whether it occurred during manufacturing or during implant/explant. Additionally, a small chipout was found, which appears to have occurred during the explant process. The as-returned dimensions for the orifice, left leaflet, and right leaflet met engineering drawing specifications. The as-returned gap for the left and right leaflets were within engineering drawing specification. The difference between the minimum circumscribed and maximum inscribed stiffening ring dimensions were within the engineering drawing specification. The investigation is in progress. Upon completion of the investigation, a supplemental report will be submitted.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.